Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 1. 500 mg/dl (unknown aviva) and 200 mg/dl (unknown aviva) 2. 400 mg/dl (unknown aviva) and 80-90s-range mg/dl (unknown aviva) sets of readings were taken at different times. Customer has three aviva meters, and is not sure which meters were used in the roche meter-to- meter comparisons at the time. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer states that strips have been consumed. Replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 3. Reference medwatch with (B)(6) for aviva system 1, and (B)(6) for the aviva system 2. Will not be returned to manufacturer.